Event description:
It was reported that the user experienced three cartridge leaks at the septum-to-connector interface during the fill and tubing process and was counseled on securing the tubing and following the proper cartridge and infusion set change procedure. Symptoms included no adverse clinical effects and a blood glucose reading of 108 mg/dl. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. Investigation included telephone troubleshooting and user education. Investigation of this case revealed a reported leak associated with the cartridge and connector, with no impact to blood glucose reported by the user. It was concluded that the issue was related to a reported leak at the connection point, and no patient harm occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.